Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The crani-a attachment device was evaluated and the reported condition that a small bead of spring was detached from the device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the cutter device could not be inserted, and the device had a worn bearing. It was further determined that the device failed pretest for cutter insertion. The assignable root cause of this condition was determined to be traced to component failure due to normal wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that a small bead of spring detached from the craniotome device. It was reported that the bead of spring was successfully removed from the patient. It was reported that there was no delay in the procedure due to the event. It was reported that there was an unspecified spare device available for use, and the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.